Manufacturer narrative:
(B)(4):architect i2000sr analyzer, list # 3m74-01, (B)(4).no method, results or conclusions can be made at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer observed an outlier result for an architect (B)(6) surface antigen assay negative assay control when reaction vessel lot 71558p100 was in use. No error message was generated for the outlier. Abbott verified the analyzer maintenance is up to date. Troubleshooting procedures were performed, however the issue was not resolved. There was no impact to patient management.

Event description:
It was reported interrogation of this implantable neurostimulator (ins) showed 509 error code, 0 volts and battery "ok". The 509 error code indicated "poor communication" message. Impedance measurement was not possible. There was no injury to patient and device was replaced. The patient was "ok". Additional information will be provided when it becomes available.

Manufacturer narrative:
(B)(4). Architect i2000sr analyzer, list # 3m74-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.